Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The linkassist (serial no. (B)(4)) meets the specifications. The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled. The final test was also carried out with different headsets. Linkassist passed all the tests.

Event description:
The patient reported the insertion device does not work correctly, and the headset "flew across the room" a few days ago. She is unsure if the headset was loaded properly or if she accidentally pressed the release button. She had locked the insertion device and cleaned her site, and she believes she might have pressed the release button after it was locked. The insertion device was replaced and requested for evaluation. No physiological effects were reported.